Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that a sliver of plastic was found in the bd plastipak¿ hypodermic luer-lok¿ syringe barrel prior to use. The following information was provided by the initial reporter: "we have found a 10 ml ll syringe with a sliver of plastic in the barrel."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes d.10. Returned to manufacturer on: 8/25/2020 h.6. Investigation: one photo and one sample were provided to our quality team for investigation. Upon inspecting the product, a plastic particle was observed inside the syringe on the stopper. A device history review was performed for the reported lot 2002014, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing for this product is performed in a clean room which is kept under a positive pressure to reduce the chance of foreign matter. Assembly machines have a blowing system to remove particles from inside the syringe barrel. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we cannot identify a direct issue, it is likely the particles fell into the syringe during assembly, however, the origin of the particle cannot be identified. Based on the available information we are not able to determine a root cause at this time. H3 other text : see h.10

Event description:
It was reported that a sliver of plastic was found in the bd plastipak¿ hypodermic luer-lok¿ syringe barrel prior to use. The following information was provided by the initial reporter: "we have found a 10ml ll syringe with a sliver of plastic in the barrel.".